Event description:
Description of event: according to the reporter, during a procedure, the suture thread had broke. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).